Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet for at least 30 minutes to initiate charging, with a follow-up planned. Upon follow-up technical support resolved the issue by sending a replacement pump, and the customer acknowledged the instructions for storing the faulty pump and returning it within 10 days with the provided ups return box and label.